Event description:
It was reported that the ventricular lead exhibited intermittent capture with high outputs. It was also noted that lead impedance had historically been around 467 ohms, but rose sharply to greater than 2000 ohms in (B) (6) 2009. The lead was replaced.